Manufacturer narrative:
Inspected one opened and used reservoir. Performed leak test and reservoir passed per specifications. No leakage anomaly observed during analysis. Checked o-rings and stopper groove for defects and none were found. Reservoir connected and locked into place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer has high blood glucose. The blood glucose reading is 600 mg/dl. The insulin pump does not lower the blood glucose level. Customer will treat with manual injection. Customer noticed a bend in the cannula. The reservoir was leaking. Insulin leaks past two o-rings. Nothing further reported.